Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported there was little to no phacoemulsification energy during a surgical procedure. Procedure details and patient impact are unknown. Additional information has been requested but not received.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece (hp) was returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The phaco handpiece (hp) was received for evaluation. A visual assessment of the returned sample showed dents on the irrigation line and a loose cable at the handpiece strain relief. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A supplemental medical device report (smdr) # 03 is being filed to correct the date receviced by manufacturer date on the prior filed supplemental report. Incorrect date of 08/21/2019 is being corrected to 08/22/2019.  The manufacturer internal reference number is: (B)(4).